Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial#: (B)(4), implanted: (B)(6) 2020. Product type: catheter. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), ubd: 20-aug-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) regarding a patient who was receiving heparin (2500 units/ml at 1275 units/day) and dexamethasone (20 mg/ml at unknown dose) via implantable infusion pump. It was reported that the patient's pump was last filled on (B)(6) 2021 and was doing fine; however, on (B)(6) 2021, the physician discovered that the catheter disconnected from the pump via scan. The patient is unaware of when the catheter disconnected from the pump. The hcp requested for a shutdown form per clinic policy prior to receiving shutdown code. The hcp was given the shutdown code. No symptoms/patient complications reported.